Event description:
Pt noticed a "funny" smell (possibly steam) from the thawer which was over filled by a lab technician. Pt shut down the thawer for 30 minutes, and powered the thawer on to verify the water level. Pt noticed the water level above the normal level. Pt used a metal cup to remove the excess water from the bath chamber of the thawer. With the excess water removed, pt touched the membrane keyboard (still wearing latex gloves wet from previous water removal). After pulling their hand away from the keyboard, pt noticed their right arm, and lips becoming numb, however pt did not feel an electrical shock from the thawer keyboard. Pt also had difficulty standing. Another lab technician helped pt to a chair. Pt was taken to the ER facility for med testing and given 2 liters of saline as a precaution. Pt was able to recover walking without assistance after 2 to 2.5 hours. A complete recovery was noticed after 24 hours. Customer service also contacted biomedical technician to request documentation concerning incident. The thawer was shipped to thermogenesis today for investigation.